Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported: the issue occurred during fred x assisted coiling for two wide-neck supraclinoid aneurysms involving a 61-year-old female patient. Sofia catheter was parked in the cavernous ica and a headway 27 catheter in the mca with the help of chikai black wire. Based on the artery diameter & the desired landing zones fred x 5.5 x 32 x 26 was selected & loaded in headway 27. Deployment started from the origin of mca and the neck of the distal aneurysm was covered successfully. Runs were taken & all was good. While deploying fred x in proximal landing zone in cavernous ica, they realized that the fred x was not opening. The physician tried unsheathing, pushing out the device, pulling & pushing with no success. They took a run & realized that there was a clot in the unopened part of fredx. They immediately decided to remove the device & loaded the patient with tirofiban. When physician was trying to capture the device into the sheath, he felt lot of friction & device got stuck inside the headway 27. Finally, he retrieved the entire assembly including catheter & device. Physician completed the procedure successfully with available fredx 5.0x36x29 & new catheter. Patient was shifted to ICU & extubated as planned.

Event description:
Device had been received and is now evaluated however no additional incident information was received. Please see h6 & h11.

Manufacturer narrative:
Investigation: the stent was returned detached in the hub of the microcatheter. The stent was found to have an incorrect tantalum attachment pattern. The stent was loaded onto an in-house pusher with an in-house introducer and advanced into an in-house microcatheter for the investigation; the stent was advanced through the hub and retracted back into the introducer. The stent was able to advance through the microcatheter without resistance and fully open upon deployment. Conclusion: the investigation found the stent returned detached in the hub of a microcatheter, which is consistent with the condition described in the reported event. The stent was retrieved from the returned microcatheter hub and found to have an incorrect tantalum attachment pattern, which could have contributed to the reported expansion and resistance issues. The stent was loaded onto an in-house pusher with an in-house introducer for functional testing. The stent was able to advance through an in-house microcatheter without resistance and fully open upon deployment; however, the investigation could not replicate the original anatomical environment to test and assess the device in the exact conditions present during the procedure. The physical evaluation of the device could not identify the conditions or circumstances that led to the detachment, but this condition is consistent with attempting to resheath the stent while the introducer was not fully seated in the hub of the microcatheter. The physical evaluation of the device could not identify the conditions or circumstances that led to the incorrect tantalum attachment pattern, but this condition is consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated.

Manufacturer narrative:
No additional information was received. This report represents corrections to e1 on the follow up #1 MDR previously submitted. The correction to e1: country type of reporter does not have any impact on the other data submitted on earlier reports. Other than e1-country type, all the data stand as previously submitted.

Event description:
No additional information was received. This report represents corrections to e1 on the follow up #1 MDR previously submitted.

Manufacturer narrative:
No additional information was received. This report represents corrections to d1 (brand name) on the MDR previously submitted. The correction to d1 ¿ brand name, does not have any impact on the other data submitted on earlier reports. Other than d1-brand name, all the data stand as previously submitted.

Event description:
No additional information was received. This report represents corrections to d1(brand name), on the mdrs previously submitted.